Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro rubber insulation came off one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool handle. Dried charred tissues were evident on the jaws. The silicone insulation on the cold jaw was totally missing from the base to the tip, exposing the metal part of the cold jaw. The detached silicone insulation was returned to the factory for evaluation. Microscopic inspection showed the heater wire on the hot jaw was slightly flexed away at the center but remained attached at the tip and the base of the hot jaw. Based on the returned condition of the device and the results of the evaluation, the reported failure mode "peeled jaw" was confirmed. The analyzed failure mode "bent wire" was also confirmed. A lot history record review was completed for lots 25136240, 25136213, and 25135623, the last 3 lots shipped to the account prior to the event date. There was no nonconformance which could be considered related to the reported event recorded in the lot history.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro rubber insulation came off one of the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.